Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: ¿ wrinkling of the skin: unable to observe since it is not related to the device. ¿ crease / folding of implant: not observed. ¿ seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported ¿on the right, prosthesis in place with slightly wavy profiles, a slight layer of periprosthetic effusion, especially on the outer side, with a thickness of 3 mm. No signs of prosthetic rupture" diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ crease / folding of implant: observed. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ wrinkling of the skin: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported ¿on the right, prosthesis in place with slightly wavy profiles, a slight layer of periprosthetic effusion, especially on the outer side, with a thickness of 3 mm. No signs of prosthetic rupture" diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿a slight layer of periprosthetic effusion, especially on the outer side, with a thickness of 3 mm¿.

Event description:
Healthcare professional reported ¿on the right, prosthesis in place with slightly wavy profiles, a slight layer of periprosthetic effusion, especially on the outer side, with a thickness of 3 mm. No signs of prosthetic rupture" diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.